Manufacturer narrative:
The product involved in the report is said to be available but has not been received yet. Avid medical is a convenience kit manufacturer. The complaint component neuro pack (registration number: (B)(6) part number ihne35-0, lot number hk-348826. A supplier corrective action request was issued to the component manufacturer on june 23, 2026. Upon completion of the investigation, a follow-up report will be filed. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Event description:
The ray-tec sponges in the 4x4 packs are deteriorating during use, and the radiopaque strings were reported to be detaching. The white gauze material was observed fraying and falling apart during surgery. The patient was not harmed and there was no medical treatment required.